Event description:
It was reported that the patient was wearing the pod on their arm between 5 and 24 hours. The patient reported feeling pain and developing an infection at the cannula insertion site. The patient described the infection as a wound with puss coming out. The patient went to see their general practitioner who diagnosed the infection as cellulitis. The patient was prescribed antibiotics and required a second course when the first did not resolve the infection. The patient applied a new pod and treatment was resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.